Manufacturer narrative:
Additional concomitant medical products: 1688 lead; implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent low heart rates but it was noted that the cardiac resynchronization therapy defibrillator (crt-d) was currently functioning as programmed. The right ventricular (rv) lead also exhibited t-wave oversensing (twos) on stored electrograms and possibly occurring intermittently. The device and lead remains in use. No further patient complications have been reported as a result of this event.